Manufacturer narrative:
A field service engineer (fse) visited the customer site on 01/18/2016. The fse checked, cleaned and realigned barcode. Performed a barcode read test and verified that the barcode was working appropriately. The fse replaced the sample rack set and ran calibrators and controls. Quality controls were within ranges. He also ran patient samples as a verification; the chromatograms were correct. Since the instrument was functioning as intended, no additional activities by field service were required. The most probable cause of the reported event was that the barcode reader needed alignment. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported barcode not reading with their g8 analyzer. The customer is unable to hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.